Event description:
The device involved in this MDR report was interrogated a few weeks after implantation and was found in standby mode. After re-initilization with the standard programmer. Abnormal lead impedance and pacing failure were observed in both the atrial and ventricular channels. Therefore the device was explanted.